Event description:
It was reported that; when trying to lock the lift cage, it would not engage, and upon removal noticed it was stripped.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: no manufacturing issues were discovered. All units were designed according to stryker specifications. According to the stg, there is no tactile feedback during the locking step and it was reported that "surgeon said it felt like the screw was stripped". Conclusion: the probable root cause is relying on tactical feedback for the locking screw.

Event description:
It was reported that; when trying to lock the lift cage, it would not engage, and upon removal noticed it was stripped.